Event description:
It was reported that during an in-office visit there was difficulty interrogating this pacemaker. Technical services (ts) discussed troubleshooting efforts. However, the health care professional (hcp) unwilling to troubleshoot. Eventually, it was noted that this pacemaker was not found in latitude. No adverse patient effects were reported. This product remains in service.